Manufacturer narrative:
Investigation summary: it was reported there was foreign matter inside an unopened unit package. To aid in the investigation, two photos were provided for evaluation by our quality team. One photo shows a packaging blister top web, and the other photo shows a packaging blister bottom web with a syringe inside and a particle. No other information could be obtained from the photo. A device history record review was completed for provided material number 302830, lot 2298739. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed, but without the physical sample analysis a probable root cause could not be offered. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text.

Event description:
It was reported that foreign matter was found in the bd luer-lok¿ tip syringe's unopened unit package. The following information was provided by the initial reporter: "foreign matter was discovered inside unopened unit package."